Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "line on display" which was observed at power up as damaged pixels during a visual inspection. "Line on display" was verified and found to be caused by failed pixels due to external influence. The display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "line on display". There was no known patient injury or medical intervention associated with this event. No additional information is available.